Event description:
It was reported that the patient was feeling pain and tension with the lead anchors location. The patient underwent a revision procedure wherein the clik anchors point was repositioned at the midline incision. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7074799, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6), batch: 7082321, UDI: (B)(4).

Event description:
It was reported that the patient was feeling pain and tension with the lead anchors location. The patient underwent a revision procedure wherein the clik anchors point was repositioned at the midline incision. The patient was doing well postoperatively. Additional information was received that the patient also had inadequate pain relief and abnormal sensations. It was noted that the leads migrated and were also revised. The patient experienced cardiac arrhythmia following the procedure.